Event description:
It was reported that the device is longer than the normal product. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The concerned protection sleeve was manufactured in january 2007 and belongs to the old version which was subjected to a preventive action in (B)(4) 2007. Since this date the new version of this device is on the market. Conclusion: no product related fault was found, nevertheless this protection-sleeve should have been returned a long time ago and the complaint condition is related to a quality system deficiency.